Event description:
The info indicates a pt developed a corneal ulcer while wearing acuvue 2 contact lenses. The pt reportedly developed a serious corneal ulcer in the right eye. The pt reportedly lives far from a large city and treatment was delayed. The pt reported wearing each pair of lenses from 30 to 40 days on a daily wear schedule. The pt reported the corneal ulcer was treated with the following medications: initial treatment was with: zilmar, predford, jentel, cilobex, troblex, voltaren, zincoloc, zovirox, and neomicina. The pt reported those medications were then followed with these medications: biganilda, brolene, meticorten, timolol, fresh tears, and prexige. The pt reported a corneal transplant will be required. We have attempted to contact the treating eye care professional, no add'l info has been rec'd at this time.

Manufacturer narrative:
Device labeling single use or reuse.